Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with description defective intraocular lens (iol) additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and a broken lens pin stop was observed. The device was returned in an opened blister tray. The lock-out assembly is present on the device. The pin stop is broken and is stuck in the lens bay door in the pin stop designated area. No solution observed. The plunger is not advanced. The lens is in the lens bay door and is intact. No clarification was received from the reporter on the event "defective lenses". The returned product did not meet specifications. The lens pin stop was found to be broken and stuck in the lens bay door in the pin stop designated area. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).